Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received multiple shocks due to t-wave oversensing. The lead was capped and replaced. No further patient complications were reported as a result of this event.